Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they believe their implantable pulse generator (ipg) is not working properly as their heart rate dropped to 58/59 bpm during the night. The ipg remains in use. No further patient complications have been reported as a result of this event.